Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) his bundle lead outputs were programmed above nominal for chronic high pacing thresholds. The rv his bundle lead exhibited chronically high thresholds since implant. The implantable pulse generator (ipg) exhibited battery depletion due to high outputs. The ipg was removed and replaced. The ra and rv his bundle lead remain in use. No patient complications have been reported as a result of this event.